Manufacturer narrative:
Exemption number e2019001. The device was returned and investigated; however, due to the condition of the returned device (no clip, no lock line, no gripper line), the reported issues were not replicated in the testing environment. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in the event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip system instructions for use (IFU), states that failure to establish gripper line removability prior to deployment of the clip may result in inability to remove the gripper line; however, the use error did not contribute to the reported issues. A definitive cause for unintended clip movement could not be determined. The reported inability opening the clip and difficult to remove were cascading effects of unintended movement/procedural circumstances as multiple establishing final arm angle (efaas) were attempted. A definitive cause for lock line break could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017- captures the lock line being unraveled before testing arm angle. The clip remains in the patient, the clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the lock line break, clip opening while locked, clip unable to invert, and inability to remove the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The mitraclip delivery system was advanced to the mitral valve, and the leaflets were grasped. The lock line was unraveled prior to establishing the final arm angle (efaa) test. Hemostats were used to hold the lock line ends and when retracting the lock lever, the lock line was sheared. Efaa failed several times, the clip did not invert and could not be removed. The decision was made to close and deploy the clip. Mr was reduced to less than 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.